Event description:
During a routine operation an IV bag was emptied of fluid while the rapid infusor was still running, an air embolism was detected in the pt. Corrective action was taken. There was no pt injury.